Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was not properly inserted into the skin and become bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 35.4 mmol/l (637.2 mg/dl) while wearing the pod between 25 and 36 hours. The cannula was not properly inserted into the skin and was found bent. As treatment, insulin was administered and a new pod was applied.